Event description:
Attorney's report of pt's alleged pain, the mesh detaching from the fascia (requiring a subsequent surgery to be resecured), seroma and mesh explant.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.